Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any;defects or malfunctions. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was experiencing an increase in seizures resulting in the device getting checked. The battery showed 11-25% which surprised the physician, as she thought it had prematurely depleted. It was also noted that autostim was not firing at all as expected. The patient was referred and later confirmed to have been explanted due to battery depletion. Device history records were reviewed. The device passed all functional specifications and quality tests and were sterilized prior to distribution. Per the physician, the believed cause of the increase in seizures, noted to be above pre-vns levels, is due to battery depletion. It was noted to be unclear if any other things could be contributing to the increase in seizures. The device has been received into product analysis, but testing has not been completed. No other relevant information has been received to date.

Event description:
Product analysis completed testing of the suspect device. No other relevant information has been received to date.